Event description:
Hamilton medical ag received the following incident description: white screen during testing before sending to the customer. Device failed during preventive maintenance.

Manufacturer narrative:
Start-up stopped with white screen. Affected component was the ip esm and it needs to be replaced.